Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
The literature article entitled, "ceramic heads decrease metal release caused by head-taper fretting and corrosion" written by sevi b. Kocagoz bs, richard j. Underwood phd, daniel w. Macdonald ms, jeremy l. Gilbert phd, and steven m. Kurtz phd published by clinical orthopaedics related research published online 4 february 2016 was reviewed. The article's purpose to address the following questions: "do ceramic heads result in less volume of material loss at the head-stem junction compared with cocr heads; do stem cone tapers have less volumetric material loss compared with cocr head bore tapers; do visual fretting-corrosion scores correlate with volumetric material loss; and are device, patient, or intraoperative factors associated with volumetric material loss?" Data was compiled from retrieved devices of 50 ceramic head stem pairs and 50 cocr head stem pairs. It is noted that depuy and non depuy products were retrieved. All retrieved devices came from revision surgeries and table 1 provides a list of reasons but does not identify specific products with specific revisions. Only the quantity of ceramic heads and cocr heads were provided for the products. All retrieved implants had a certain degree of "fretting" and corrosion. Article focuses on femoral components only. The article does not provided adequate information to determine accurate quantities to associate with adverse events. Depuy products retrieved: 3 corail stems with ceramic heads, 3 corail stems with cocr heads, 2 trilock stems with ceramic heads, 2 trilock stems with cocr heads. Adverse events: revision reasons of: loosening, infection, femoral fracture, pain, corrosion of head and stem at taper junction, "fretting" (wear) of head and stem at taper junction.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.